Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an analysis of the customer provided images found one picture showing the device's identification information and two pictures of the device resting on a surface. The device shows a significant reduction in diameter near the tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an acl procedure, the passing pin was shaven through two thirds of the diameter when using the stepped router over it, which left the tunnel and joint with multiple metal shavings. The obvious metal shavings were carefully removed. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).